Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this patient and facility regarding to liberty cycler set product been delivered. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
In a customer experience survey, it was reported that this patient experienced an infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional follow-up was conducted with two nurses familiar with the patient. It was stated the patient was previously on pd therapy from (B)(6) 2008-(B)(6) 2012 utilizing a fresenius cycler with cassette and unknown pd solution. It was stated the patient had a confirmed peritonitis infection (date unknown). The nurse stated the peritonitis event was not because of any issues with fresenius products. Rather, it was reported the event was related to the patient breach in aseptic technique. The patient has remained on hemodialysis for renal replacement needs since (B)(6) 2012 and has not had any reported adverse effects due to use of any fresenius products. No other patient information was available.

Manufacturer narrative:
Correction: h6 investigation conclusions, h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. At this time a search in the system was performed to verify product availability for alternate samples at the distribution centers. According to the system no product is available of the lots delivered to the customer, on distribution centers to be analyzed. The entire lots have been sold and distributed; please see attachment a, for stock search. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
In a customer experience survey, it was reported that this patient experienced an infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional follow-up was conducted with two nurses familiar with the patient. It was stated the patient was previously on pd therapy from on (B)(6) 2008 - on (B)(6) 2012 utilizing a fresenius cycler with cassette and unknown pd solution. It was stated the patient had a confirmed peritonitis infection (date unknown). The nurse stated the peritonitis event was not because of any issues with fresenius products. Rather, it was reported the event was related to the patient breach in aseptic technique. The patient has remained on hemodialysis for renal replacement needs since on (B)(6) 2012 and has not had any reported adverse effects due to use of any fresenius products. No other patient information was available.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of peritonitis. However, there is no allegation nor any objective evidence that a fresenius cycler/ fresenius cassette malfunction or product deficiency was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the patient¿s peritonitis can be attributed to a breach in aseptic technique, as reported by the patient¿s nurse.

Event description:
In a customer experience survey, it was reported that this patient experienced an infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional follow-up was conducted with two nurses familiar with the patient. It was stated the patient was previously on pd therapy from (B)(6) 2008-(B)(6) 2012 utilizing a fresenius cycler with cassette and unknown pd solution. It was stated the patient had a confirmed peritonitis infection (date unknown). The nurse stated the peritonitis event was not because of any issues with fresenius products. Rather, it was reported the event was related to the patient breach in aseptic technique. The patient has remained on hemodialysis for renal replacement needs since (B)(6) 2012 and has not had any reported adverse effects due to use of any fresenius products. No other patient information was available.